Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition of 6 seconds. The patient is currently hospitalized due to an underlying condition. The field representative confirmed no non sustained ventricular tachycardia episodes were stored within the arrhythmia logbook. No noise was reproducible. No adverse patient effects were reported. At this time, this device remains in service.